Event description:
The report received indicated that during ptca of a moderately calcified lesion in the mid rca with 99% stenosis and slight vessel tortuosity, a runthrough guidewire was inserted without difficulty to the target lesion. A 1.5x10mm firestar balloon was delivered, but it would not cross the lesion. The physician vibrated and pushed the unit forcibly, and he managed to deliver the firestar. However, while the firestar was being inflated, contrast medium leakage was observed and the balloon ruptured at 4atm. Therefore, a different balloon, a 1.5mm lacrosse 1.5mm was used instead without problem and the procedure was finished successfully. The physician found a slit tear on the balloon out of the pt. There was no pt injury reported. The product was clinically used and will not be returned for analysis because of the pt's infectious disease. The physician commented that the balloon might have been damaged during the delivery.

Manufacturer narrative:
During a coronary angioplasty, a firestar ptca balloon catheter ruptured at 4atm. The procedure was completed with another balloon and no pt injury occurred. The target site in the mid rca was described as moderately calcified and slightly tortuous with 99% stenosis. The lesion was wired without difficulty but the physician was initially unable to advance the firestar through. He finally managed to cross the lesion after he "vibrated and pushed the unit forcibly." During inflation, contrast was seen leaking out of the balloon and it ruptured at 4atm. It was the physician's opinion that "the balloon might have been damaged during the delivery." The product was not returned for evaluation. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The complaint could not be confirmed without a product return. Review of the available info suggests that vessel/lesion characteristics and procedural factors may have contributed to this event. No actions will be taken at this time.